Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an alert for high out of range shock impedances on the right ventricular (rv) lead. The impedances were greater than 200 ohms. At this time, the patient was seen and reprogramming was performed. The products remain in service. No adverse patient effects were reported.